Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient left knee went out while they were in the attic and their left leg went through the drywall. It had been over four weeks and, because of the swelling, the doctor couldn't feel the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell and slipped in their attic and thought the ins migrated, as they had swelling where the device was and it had not gone down. Patient wanted to turn their device off to see if it would help the pulsing they felt. Patient's stomach was pulsing, so they thought their device had to move somewhere and the device area was black and blue at one point. Patient was getting poor communication when trying to connect with their antenna. Patient was able to connect without the antenna and the programmer was showing that stimulation was currently off. It was reviewed that poor communication could be due to the swelling around the device. No further complications were reported.